Event description:
The following has been reported: customer reported: "leaking set". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5 ml/hr and set volume of 0.1 ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Under microscope, no defects were observed at the administration cassette. No leaks were detected at the kit during underwater leak test. The customer complaint was not confirmed. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect (connection failure not specified). No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 3) quality sampling for final physical testing, for performing a flow and underwater leak tests, 4) 100% visual inspection during the manufacturing process and final physical inspections, 5) primary lube machine detects the correct position of the seal at the knob. The batch record fa25b20013 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect.